Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the ipg had reached end of life. Therapy was not affected due to the ipg flipping/ extensions being tangled.

Event description:
It was reported that ipg was reaching end of life. Additionally, impedance check revealed high impedances on the right side. As such, surgical intervention took place wherein it was noted that the extensions were completely tangled due to ipg flipping. In turn, the ipg and extensions were explanted and replaced resolving the issues. Reportedly, therapy was confirmed post op. The device was discarded.